Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 5 years, 7 months. The patient remains on lvad support with no further issues reported while using an ungrounded power module patient cable. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppages were noted in the system controller history log. A log file was provided to the manufacturer's technical services representative and two brief pump stoppage events were noted while the system controller was connected to the power module. The patient was reported to be asymptomatic. A compromised percutaneous lead is suspected. Two ungrounded power module patient cables were provided to the patient for use while being supported by the power module. Approximately 12 days later, it was reported that no further pump stoppage events had occurred. At present, the plan is for the patient to continue using ungrounded patient cables while the power module is in use. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 4 years, 3 days. Although a specific cause for the reported alarms could not be conclusively determined, the report of low speed and low flow alarms and pump stoppage events were confirmed based on the submitted log file. Review of the manufacturer¿s complaint history and similar reported events indicated that the events captured in the log files are consistent with a compromised percutaneous lead (lead); however, a root cause for the reported events could not be determined without a full evaluation of the lead. The patient remains ongoing on pump support on an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
It was reported that the patient was transferred at (B)(6) medical center and received a routine heart transplant on (B)(6) 2016. The evaluation of the returned device confirmed a percutaneous lead (lead) wire compromise that would have contributed to the report of pump stoppage events. Upon disassembly of the device, visual examination of the pump's blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 2 inches from the pump housing and the remainder of the lead was returned in two segments. Electrical continuity testing of the returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the internal portion of the lead at approximately 6 inches to 7 inches from the pump housing. Visual examination of the underlying wires revealed a breach in the insulation of the orange wire at approximately 6.5 inches from the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The orange wire represents one of the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the compromised orange wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed alarms and pump stoppage events recorded in the submitted system controller log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 06/23/2016 stated that the patient underwent a routine heart transplant on (B)(6) 2016.